Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap roux-en-y procedure, there were malformed staples. Used another device to complete the case. There were no patient consequences reported.